Event description:
It was reported that the patient experienced mechanical issues with a nine year old inflatable penile prosthesis (ipp). When pressing the pump the cylinders would not inflate. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the explant, when the cylinders were removed the tubing running to the right cylinder had been completely severed. The patient was said to be doing well after the procedure. There was no further information available through physician. Should additional information become available, it will be provided.